Event description:
An angiographic image revealed the surepass contralateral limb wire was wrapped around the bifurcated device delivery system. The physician was unable to resolve the wire wrap and converted to an open repair. When the delivery system was removed the wire wrap was not present. The patient was reported to tolerate the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. It is unknown if the patient anatomy met the criteria for indications for use. Actual device not returned hence no device evaluation could be performed. No conclusion can be drawn.